Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s device reached eri and was set up for a routine generator change. The atrial lead was not functioning normally with poor sensing and low impedance. The physician elected to cap the old atrial lead and replace it during generator change. The patient remained stable before, during, and after the procedure.